Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic coma. The customer's last recorded blood glucose was 370 mg/dl on (B)(6) 2016 at 9:09 pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with an energizer alkaline battery installed. The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump had a scratched case. Data analysis: the download history file lists data from (B)(6) 2016 to 11/17/2016. On (B)(6) 2016 daily total of all insulin delivered = 14.050 units. On (B)(6) 2016 daily total of all insulin delivered = 14.975 units. On (B)(6) 2016 daily total of all insulin delivered = 18.775 units. On (B)(6) 2016 daily total of all insulin delivered = 17.250 units. On (B)(6) 2016 daily total of all insulin delivered = 6.000 units.